Manufacturer narrative:
Results: the catrx was kinked approximately 26.0, 28.0, 29.5, and 56.0 cm from the hub. The catrx was fractured approximately 57.5 cm from the hub. The guidewire lumen was not damaged. Conclusions: evaluation of the returned catrx confirmed that the catheter was kinked. If the catrx is forcefully advanced against resistance, damage such as kinks may occur. The non-penumbra catheter identified in the complaint was not returned for evaluation. Therefore, the root cause of the reported resistance could not be determined. While handling the catrx after decontamination, the kinked catrx was fractured by the penumbra investigator. Evaluation of the returned aspiration tubing revealed coagulated blood inside its lumen. This damage was likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right carotid artery (rca) using an indigo system catrx aspiration catheter (catrx) from an indigo system catrx kit. During the procedure, the physician encountered resistance while advancing the catrx through a non-penumbra catheter and reported that the catrx was unable to advance past the distal tip of the catheter. Upon retrieval, the physician realized that the catrx was kinked. Therefore, the catrx was no longer used in the procedure. The procedure was completed using primary stenting. There was no report of an adverse effect to the patient.